Event description:
A report was received that the patient underwent an explant re-implant procedure due to ipg could not hold a charge anymore. Prior to the procedure, the patient just had a back surgery recently and electrocautery was used but was not on when the ipg was in the field. The patient was doing fine following the procedure.

Manufacturer narrative:
This issue was previously report in MFR report #: 3006630150-2012-02054. Please refer to MFR report #: 3006630150-2012-02054 for the investigation results.

Event description:
A report was received that the patient underwent an explant re-implant procedure due to ipg could not hold a charge anymore. Prior to the procedure, the patient just had a back surgery recently and electrocautery was used but was not on when the ipg was in the field. The patient was doing fine following the procedure.